Event description:
It was reported that a physician successfully completed an eviva breast biopsy on (B)(6) 2015. Immediately following the procedure, the physician noticed the introducer was damaged and that small fragments were left inside the breast. The physician reportedly removed some of the fragments but could not remove all the material. The patient was discharged home and no injury was reported. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Results - the introducer used in the procedure was not returned. Conclusions - the tubing was cut prior to return to hologic for investigation. No plastic fragments were visualized in the cutting window of the disposable device, nor were any plastic fragments found in return packaging.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. (B)(4).